Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 40 mg/dl with unsteadiness when standing or walking, confusion, and cognitive impairment associated with an alleged history/settings issue. Reportedly, the patient remained on the pump and resumed with the same pump. The patient was treated by emergency medical services with intravenous glucose. During troubleshooting with customer technical support, it was reported that the patient¿s doctor changed the basal rates to 1.100 on (B)(6) 2018 and he went into the pump after the incident on (B)(6) 2018 and changed the rates to 0.900. The patient was advised that he should not have adjusted the rates and advised to reach out to his health care provider to inform of the incident and let them know that he changed the basal rates and discuss with the health care provider what basal rates would be best to keep the blood glucose within normal range. This complaint is being reported because the patient experienced hypoglycemia associated with user error and not a malfunction of the pump.